Event description:
It was reported that during a routine check the customer found that the unit not be making ice and the compressor was not running. No patient involvement. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and sent the unit to depot ror repair. A supplemental medwatch will be submitted as soon as additional information becomes available.